Manufacturer narrative:
Hologic field service engineer went to the customer site. There were no instrument and assay performance issue. The laboratory was cleaned to addressed the problem.

Event description:
Customer reported getting 64 positives results from (B)(4) using sars-cov-2 lot 317818 on the panther instrument sn (B)(4). Upon observation, customer reran the positive samples on another panther instrument, and all 64 samples retuned with negative results. The retested results were reported out to patients. Hologic reviewed the logs, went to the customer site to evaluate, and found that the cause was due to instrument contamination. It is unknown if the patient received treatment. No known patient impact has been reported.